Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to beginning the procedure, a 1cm pe was noted with transesophageal echocardiogram (tee) by the right ventricle. The trans-septal crossing was performed. A watchman truseal access system (was) double curve was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The closure device was implanted without any recaptures. After the implant, the pe remained stable. The procedure lasted approximately 30 minutes. Twenty-four hours post-procedure, imaging revealed the pe had grown to 2cm, remaining by the right ventricle and grown towards the right atrium. The physician had the patient stop their anticoagulation medication, but no further intervention was required. The patient was discharged. The physician suspects the trans-septal puncture caused the pe to grow.